Event description:
The patient reported that they had experienced a loss or change of therapy. Pt reported a return of symptoms. Pt reported he peed all over himself and had to get up multiple times. Pt's wife got on the phone to help with troubleshooting. The patient did not feel stimulation. The situation was not resolved. Increase amplitude. Caller stated pt was currently on program 4, 3.5 v. Caller stated pt had tried increasing stim to 4.0v yesterday but decreased it again. Caller stated the current program (program 4) has been working beautifully so they will try to adjust the settings within that program first. Event date: (B)(6) 2016. On (B)(6) 2016 patient called back. Patient stated his interstim device is was working beautifully now. Indications for use noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Event description:
Additional information received from the consumer reported that at the time, the patient didn't know what to expect to tell them when to void with the therapy. The patient's questions were more so educational in nature. Initially the patient felt tingling in their testicles and when their body became used to it, they didn't feel it anymore and wasn't sure how the therapy was going to work. As far as the patient was concerned, all was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.